Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer lost communication with the analyzer intermittently. The analyzer was unable to communicate with a known good programmer. The nylon standoff of the programmer was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer and programmer were not communicating during a patient check. A different programmer was successfully used. The analyzer and programmer were returned for repair. No patient complications have been reported as a result of this event.